Manufacturer narrative:
The technician replaced the 22-position connector on the footboard and retracting frame to repair the bed.

Event description:
Info received indicates there is no scale display due to fluid ingress/corrosion on the foot board 33-position connector.